Event description:
On july 13, 2006, the lay user/patient contacted lifescan (lfs) france alleging the one touch ultra meter was giving inaccurately high readings. The technical service representative (tsr) spoke with the patient on july 14, 2006 to obtain and verify information. On july 13, 2006 at 11:30 am, the patient experienced the symptoms of trembling, sweating and hunger. The patient administered self-treatment by eating a piece of sugar. The patient felt better, then washed her hands and tested her blood glucose level to be 364 mgdl on the reported meter. A few minutes later, the patient obtained a second blood glucose reading of 349 mg/dl. The patient had not yet had anything to eat that day. Following the use of the meter, the patient ate lunch and took her normal dose of 8 units actrapid insulin. The patient did not seek medical attention. Earlier on that day, at 8:00 am, the patient obtained a fasting blood glucose reading of 259 mg/dl. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. According to her sliding scale, the patient took 3 units of humalog insulin based on the 259 mg/dl meter reading. The patient did not eat any breakfast, as is her usual routine. The patient takes 18 units nph insulin and 0 to 3 units humalog in the morning, 8 to 10 units actrapid insuiln at noon, 10 to 12 units humalog insulin before dinner, and 30 to 34 units nph insulin at night. The patient adjusts these insulin doses based on the meter readings. The patient obtained several additional blood glucose readings throughout the rest of the day on july 13, 2006 ranging from 120 mg/dl to 398 mg/dl. The patient's expected fasting blood glucose levels is 160 mg/dl and 110 mg/dl at 11:00 am. The patient has no backup meter. The tsr determined during the troubleshooting telephone call that the patient's testing technique was correct, and the meter was programmed for the correct unit of measure. The meter was replaced. The patient became hypoglycemic after she took an insulin dosed based on an elevated meter reading, and required self-treatment with glucose. The patient also obtained elevated blood glucose readings on the reported meter while experiencing symptoms of hypoglycemia. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.